Event description:
It was reported the customer was stuck in the rewind sequence on their insulin pump. Customer's wife also requested assistance with programming their replacement insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.